Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform pairing test with nordic bluetooth device and unit passed. Functional testing was performed and unit failed. Performed shared log review and no data to view. The reported event of transmitter failed error was confirmed. A root cause was determined to be an defective transmitter.